Manufacturer narrative:
The reported issue was addressed with phone support. The surgeon indicated that there was no harm to the patient and the issue occurred for only a few seconds before stopping. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history revealed that patient identifier (B)(6) (this complaint) is a related record of patient identifier (B)(6). A procedure log review was performed. It was confirmed that the nipple sparing mastectomy procedure was performed on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the system's arm moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way) during procedure. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, surgeon felt the left arm moved on its own. While surgeon hands were on the master controllers, surgeon felt like something was pushing the left hand to the right. Another staff in the case also saw the instrument that was being controlled by the left-hand moved/drifted a small amount to the right when the surgeon noted it. There was no outside interference from the assistant that could have caused such a movement or feeling. It was stated that the movement only lasted a second or two before stopping. Surgeon noted that the issue only happened once, while intuitive staff members were on site, though the issue also happened in the past. The movement did not cause any unintended damage to the patient. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.